Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2017, the customer received the following results with two different compact plus meters within 10 minutes: 14 mg/dl (system 1) and 140 mg/dl (system 2). Sometime last week on an unknown date, the customer received the following results with two different compact plus meters within 10 minutes: "lo" mg/dl (system 1) and 124 mg/dl (system 2). The "lo" mg/dl result on the system indicates a result of less than 10 mg/dl. The results were taken from two different test strip drums from the same lot number. No adverse event reported. Return of the suspect device was requested for evaluation.